Manufacturer narrative:
On 30-jul-2021, the product investigation was completed. It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The stsf tip had blood clots attached. The event occurred after 5 hours of use. The issue was resolved by changing the smart touch sf catheter to another one. The physician commented that whether it is related to prolonged use. There was no patient consequence reported. Device evaluation details: the product was returned to biosense webster for evaluation. Visual inspection and functional testing were conducted on the returned device. The visual analysis of the returned sample revealed that the thermocool® smart touch® sf bi-directional navigation catheter has char at the dome, no other damages or anomalies were observed during the visual analysis. Due this condition, the customer complaint was confirmed. The catheter was tested for generator compatibility and it was found within specifications, during the test the impedance value was shown within specification. Per the reported event, a cool flow pump test was performed and the catheter passed specifications. After that, patency test was performed, the catheter was not irrigating correctly, this condition is related with the char found on the dome, due this condition the catheter failed the test. Based on this information, the customer complaint was confirmed. A manufacturing record evaluation was performed for the finished device 30513734m number, and no internal action related to the complaint was found during the review. As part of the biosense webster quality process, all devices are manufactured, inspected, and released to approved specifications. Char is a physical phenomenon of rf, it can be the normal result of the ablation process. The instructions for use contain the following guideline: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter. The stsf tip had blood clots attached. The event occurred after 5 hours of use. The issue was resolved by changing the smart touch sf catheter to another one. The physician commented that whether it is related to prolonged use. There was no patient consequence. Based on the minimal information available this will be reportable. High impedance is not MDR-reportable. Thrombus/clot is MDR-reportable.

Manufacturer narrative:
In the initial 3500a report, a recall number was incorrectly provided. This device and event are not related to the recall provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-(B)(4).